Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patients expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation as no autopsy was performed and the device was not explanted. No further information was able to be provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 09oct2017. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The device was reportedly working as expected for the whole time of support. No autopsy was performed.